Event description:
It was reported that this insertable cardiac monitor (icm) device reached recommended replacement time (rrt) battery status earlier than expected. Boston scientific technical services (ts) requested boston scientific engineering review. Boston scientific engineering reviewed and advised the battery depleted in an accelerated and irregular manner. Subsequently a replacement procedure was scheduled. This icm device was explanted and another icm device was implanted to continue monitoring. The icm device has not been returned at this time. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached recommended replacement time (rrt) battery status earlier than expected. Boston scientific technical services (ts) requested boston scientific engineering review. Boston scientific engineering reviewed and advised the battery depleted in an accelerated and irregular manner. Subsequently a replacement procedure was scheduled. This icm device was explanted and another icm device was implanted to continue monitoring. No additional adverse patient effects were reported. Subsequently the icm has been returned and analysis performed.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis found a depleted cell but could not determine a cause.